Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultrasmart meter read inaccurately low compared to another device. On february 28, 2013, the medical surveillance specialist (mss) spoke with the patient to obtain and verify information; however, the patient did not want to completely answer follow up questions. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2013, at 1207am. The patient reported blood glucose results of "450 mg/dl" with the subject meter and "500 mg/dl" on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results do not exceed the expected value of <= 30% and/or <= 30 mg/dl. The patient manages her diabetes with insulin (type/ amount not specified). It is not known if the patient made changes to her usual management routine. After, the patient claims she felt low blood glucose symptoms; however, symptoms were not specified. Emergency medical services (ems) was reportedly contacted. About 1am, the patient was reportedly administered intravenous (IV) glucose as treatment. Blood glucose results were not specified at that time. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. The patient did not have control solution to perform quality control testing. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.